Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device passed electrical testing but failed functional testing due to multiple fills and drains being outside of volumetric specifications. Volumetric accuracy testing was performed and the device failed with the original piston foam. The compressor was replaced and the device passed the volumetric accuracy test using new piston foam. The original piston foam was reinstalled and the device failed the test. The device passed temperature verification testing. Inspection of the door and piston found the piston foam to be disintegrated. A review of the event history log of the device found nothing related to the reported issue. The cause of the reported issue was determined to be disintegrated piston foams. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.